Event description:
It was reported that the pt had expired pump that was implanted. The use by date was (B)(6) 2011 and it was implanted on (B)(6) 2011. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).